Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported there is a hole in the balloon. Water leaked out immediately. The stylet came though and poked through balloon. This occurred with two cook cervical ripening balloon w/stylets from the same lot on the same day. No adverse consequences have been reported. Additional details regarding the patient and the event have been requested. No further information has been forthcoming.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. A visual inspection and functional testing of the returned devices was conducted. A document based investigation was also performed including a review of complaint history, the device history record, instructions for use, manufacturing information, quality control data, and trends. Two devices were returned for investigation. Returned packaging confirms lot number 8783332. Device #1 the device was returned with the stylet in the stylet channel. Visual examination noted the stylet has penetrated the tip of the balloon catheter. There is a 2cm gap between the blue handle and the hub of the stylet channel. The ball is missing on the handle. Device #2 the device was returned with the stylet in the stylet channel. Visual examination noted the device was returned with liquid in the uterine balloon. The stylet is bent. It starts to curve 14 cm from the end and extends to 31 cm. The stylet curves again inside the stylet channel 3 cm. 1.8 cm of the stylet is visible between the blue handle and the stylet hub. The ball on the end of the stylet is all the way down to the fitting, no space or gap. The stylet does not protrude balloon catheter tip. The stylet was removed from the stylet channel. The ball fell off the stylet during removal. A leak test was performed on the balloon and a leak is visible in the uterine balloon. The balloon material is cut where the leak occurred. A review of the device history record shows there were no non-conformances associated with the complaint device lot number 8783332. A review of complaint history records revealed this is the only complaint associated with lot number 8783332. A review of relevant manufacturing documents was conducted. The stylet component of the device is inspected visually and functionally during the manufacturing process. The cook cervical ripening balloon with stylet is shipped with instructions for use (IFU) which clearly state the proper warnings, precautions, and instructions for use with each device. The IFU warns: ¿ the stylet should only be used to transverse the tip catheter through the cervix and should be removed as soon as the uterine balloon is above the level of the internal uterine opening (internal os) prior to full insertion of the catheter. Aggressive insertion may result in injury to the baby. ¿ loosen the fitting on the proximal hub of the stylet and adjust the wire so that the distal tip of the stylet is even with the distal tip of the cervical ripening balloon. ¿ tighten the fitting so that the wire does not move during manipulation and seat the adjustable handle firmly into the blue port labeled ¿s¿. ¿ use the cervical ripening balloon with stylet to traverse cervix if necessary. ¿ note: once the cervix has been traversed and the uterine balloon is above the level of the internal uterine opening (internal os), remove the stylet before further advancing the catheter. This is the only complaint associated with this production lot. There is no indication that a design or process related failure mode contributed to this event. A review of relevant manufacturing documents was conducted. The balloon component of the device is inspected visually and functionally during the manufacturing process. The complaint devices were were confirmed to contain holes. One of the returned devices was confirmed to have a stylet protruding the tip of the catheter. The visual examination of the other device noted that the stylet was bent in multiple places. Both stylets were noted to have a gap between the blue handle and the hub of the stylet channel. A leak test confirmed that the complaint device without a protruding catheter did have a leak in one of the balloons. The visual exam noted that the balloon material had been cut where the leak occurred. The complaint was confirmed based upon evaluation of the returned devices. Based on the reported information and device evaluation, the likely cause of the event was damage to the products after manufacture. Failure by the user to follow IFU in use of the stylet played a role in the device where the stylet has penetrated the tip of the balloon catheter. The other device was likely cut some time after manufacture. The conclusion for this complaint of hole in the balloon was determined to be cause traced to user; failure to follow instructions. Per the quality engineering risk assessment, no further risk mitigating activity is required. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event information to report.